Event description:
New information received notes that the lead was capped and replaced on 07/21/2016. Patient&#38112;condition was good post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, false detection of vf episodes were observed. Review of session records showed oversensing episodes and noise on rv lead. Patient also received an inappropriate shock. Noise was not reproducible with isometrics and pocket manipulation. Physician will decide plan of action in couple of weeks. Patient's condition was good.